Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported the balloon rupture occurred. Vascular access was obtained via left femoral artery using a 4.5f non bsc sheath utilizing an anterograde approach. The chronic total occlusion was located in the moderately calcified and moderately tortuous below the knee vessel. After crossing the lesion with a non bsc guide wire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre dilatation. On an unspecified inflation and atmospheres, the balloon ruptured. The device was removed intact from the patients body. No patient complications were reported and the patients status was good.